Event description:
It was reported that the nurse stated that they were receiving low flow and air leak alarms. Nurse confirmed there was no kinks in the tubing, the pads were connected, no visible damage. Nurse tried disconnecting and reconnecting the pads. Had nurse stop therapy, empty pads, and disconnect. Walked through placing device in manual control. Without pads, water flow rate (wfr) was 2.1 l/min, inlet pressure (ip) was -6.7psi, circulation pump command (cpc) was 54 percentage, mixing pump command (mpc) was 18 percentage, heater command (hc) was 0 percentage, water reservoir level (wrl) was 4, system hours were 8,250, and system hours were 7,171. Had nurse reconnect pads holding the blue tubing and not the clear plastic clamps. Added left chest, water flow rate (wfr) was 0.6 l/min, inlet pressure (ip) was -7.1psi, circulation pump command (cpc) was 32 percentage. Added left leg, water flow rate (wfr) was 1.5 l/min, inlet pressure (ip) was -7.1psi, circulation pump command (cpc) was 51 percentage. Added right chest, water flow rate (wfr) was 1.5 l/min, inlet pressure (ip) was -5.1psi, circulation pump command (cpc) was 65 percentage, nurse noted a lot of bubbles in one clamp. Had nurse disconnect and reconnect in a different port on fluid delivery line (fdl). Water flow rate (wfr) was 2.3 l/min, inlet pressure (ip) was -7.1psi, circulation pump command (cpc) was 60 percentage. Added right leg, water flow rate (wfr) was 2.9 l/min, inlet pressure (ip) was -7.3psi, circulation pump command (cpc) was 72 percentage. Had nurse disable manual control and resume therapy. After a few minutes water flow rate (wfr) was 2.7 l/min. Encouraged nurse to call back with any issues.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. The potential root cause for this failure could be "1.3.1 incorrect storage conditions". The DHR review could not be performed without a lot number. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.